Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 21 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 40ncm of primary stability was achieved, the patient presented bone type ii, bone graft was performed, immediate load and immediate implant was done. Besides that, the clinician noted bruxism and trauma.